Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had scratches on the screen which made it harder to read the screen during certain lightning and sometimes the alarms are harder to hear. Customer's blood glucose level was unknown at the time of incident. Customer stated that insulin pump buttons were worn out and was slower during rewounding or priming. The insulin pump will not be returned for analysis.